Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indications for use included failed back surgery syndrome and spinal pain. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2017. It was specified that the MRI was not related to the device or therapy. The following day, the patient noticed that she had more pain and was concerned that the pump was not working like it should since the MRI. It was noted that the patient had not had the pump checked post-MRI, and was told to call the manufacturer. The patient was to contact a healthcare provider to have the pump checked. No further complications were reported or anticipated.